Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawers are offline. A technical support specialist, upon remotely accessing the system, discovered that the drawers were experiencing a miscommunication. After resetting the application, the issue was resolved. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medbank es system drawer unable to open when issuing medication for patients.. There were no adverse events or injuries reported based on this event.